Manufacturer narrative:
(B)(4): a review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an l5-s1 fusion using posterior fixation. An unk time post-op, the patient was diagnosed with a non-union at that level, and a broken pedicle screw in the right side s1. The patient underwent a revision surgery to replace the hardware.